Event description:
Operators observed a particulate in vial 1 of 7 of viral vector fin v20006 v1.3 symb (global) prior to withdrawing the required volume for mvp 1 when using the universal vented vial spike, clave®. This occurred during the media virus protamine sulfate (mvp) pack aliquot glb4 200 formulation. The vial had been inspected by the operator per (B)(4), cto network visual integrity check before spiking. It was therefore surmised that a portion of the vial septum sheared off after being spiked with the vented vial spike. In addition, the customer stated that per (B)(4), characterization of particulate in viral vector vial from bothell, particle analysis confirmed the particle was morphologically and chemically consistent with the septum of the viral vector vial. There was no patient involvement and no harm.

Manufacturer narrative:
Complaint of particulate matter on item ch-51 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.